Event description:
During pentax internal review it was discovered on september 6, 2021 that the event was not reportable but filed under MDR (9610877-2021-10730) which was submitted on august 11, 2021. This product is not reportable because of OEM products. Pentax has forwarded this complaint to the legal manufacturer. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
During pentax internal review it was discovered on september 6, 2021 that the event was not reportable but filed under MDR (9610877-2021-10730) which was submitted on august 11, 2021. This product is not reportable because of OEM products. Pentax has forwarded this complaint to the legal manufacturer. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ka-2415s is available in the USA with 510k number k951198. Lot number is unavailable. Evaluation summary: it was caused due to an excessive force applied on the force during use. Related mdrs: 9610877-2021-10255 and 9610877-2021-10729. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. A third incident with our forceps. They break suddenly so big problem to remove them. They never saw forceps to break. 3 cases, 3 doctors and 3 nurses different. The first had not been declared. The second I made the claim. And last week a third I await pharmacist statement. Besides, they report to me that since our forceps they have sent 5 gastroscopes to repair for performed sheath. Channel op 2.8mm. They are different devices involved in the same defect.